Event description:
Patient underwent pocket revision due to device migration. During the procedure, physician noted loss of capture on this lead. Lead was found to be pulled back and had to be repositioned. No adverse patient side effects were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.